Event description:
Family member called to report they tried 8 reservoirs out of this box and experienced problems with each reservoir not suctioning. States when they try to draw insulin into the reservoir, the insulin would leak all over the place.